Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited oversensing. The patient also reported syncopal episode. Technical services (ts) reviewed the latitude data and stated that the patient had a polymorphic ventricular tachyarrhythmia (vt). Ts stated that the low rate in the atrium was due to declaration of the non-sustained vt that was causing the device to switch to vvi mode to avoid any oversensing or v sensed beats falling into the blanking or refractory period. Re-programming was performed to update atp in vt-1 and also shock. This device remains in service. No adverse patient effects were reported.